Manufacturer narrative:
The hospital representative called maquet to request repair recommendations. The customer did not ask maquet service to repair the patient chip issue. The maquet technical support specialist who spoke to the customer asked for additional event information; but was unable to collect further details. The maquet technical support specialist notified the customer that the device should no longer be used if the paint is flaking and should be replaced. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).